Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter had an apply sample issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient indicated that the alleged issue began the day prior, at 9am. During that time, the patient reportedly was unable to test the blood glucose due to the reported apply sample issue. On the same day, at around 4 pm, the patient reportedly experienced symptoms of "nausea and thirstiness." The patient then reportedly drank more water. It is not known whether the patient obtained any readings on the subject meter while experiencing the symptoms. The patient did not receive any medical attention. During the troubleshooting, the cca noted that the patient's testing technique was incorrect. However, the alleged issue was resolved when retested with a new vial of test strips and with the correct technique. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hyperglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.